Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is wearing the infusion set for longer than 48 hours. Tandem clinical support informed customer that wearing the infusion set for longer than 48 hours, is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump and manual insulin injection. Ultimately, the customer reverted to an alternate form of insulin therapy.